Event description:
The customer reported via phone call that he had difficulty with changing out the infusion sets and insulin squirting out when attempting to prime. The customer's blood glucose was 105 mg/dl. While troubleshooting, it was found that insulin was squirting out during the manual prime process. It was found that the drive support cap appeared normal. The customer was advised that the alarm may have occurred when, during the seating process, the force sensor did not detect the reservoir. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.